Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The lead was repositioned and remains implanted in the patient. The patient was doing well postoperatively.